Event description:
It was reported that the device was showing false stored episodes due to undersensing r waves after premature ventricular contractions (pvc's). The device was reprogrammed and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.